Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery.